Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to bootup, it was stuck at 00:00. Review of the logfile confirmed the malfunction of flex vision pc. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc has bad connection. Fse reseated the connectors in flex vision pc. After reseating the connectors in flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.